Manufacturer narrative:
The reason for return was confirmed in the laboratory. Damaged ptfe coating from the stylet and body fluid prevent the stylet removal. (B)(4).

Event description:
It was reported that during implant procedure, the guidewire got stuck in the lead and it was not possible to retract the guidewire. Consequently, the lead got damaged. The lead was replaced. The condition of the patient was stable.